Event description:
Customer reported that she was hospitalized with low blooe glucose levels. Possible over bolus was the perceived cause of the blood glucose. Customer started herself in the paradigm pump in 2006, shw has not had any professional training on it. Troubleshooting was performed and pump appeared to be functioning normally.